Manufacturer narrative:
The immucor laboratory tested retention product on 04aug2017 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(6)017 which yielded an expectedly positive antibody screen outcome with r904 retention strips. Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(6)2017, which appeared as visually positive on one (1) of the two (2) expectedly positive wells. The other one (1) of the two (2) expectedly positive wells was visually negative.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.